Event description:
Consumer complaint of erratic blood results. Expected blood glucose results fasting range from 80 to 89 mg/dl. Customer feels well and observed no symptoms at this time. Medical intervention is not required at this time. Currently taking insulin to manage diabetes. Observed symptoms of hypoglycemia such as dizziness and confusion when meter gave her test result of 49 mg/dl fasting on (B)(6) 2015. Verified storage of test strips is (not) within instructed specification since they are kept in kitchen. Test strip lot manufacturer's expiration date is 09/30/2017 and open vial date is week of (B)(6) 2015. Recall test results performed from meter memory: 98 mg/dl, (B)(6) 2015, 11:30 am; 117 mg/dl, (B)(6) 2015, 07:30 am; 130 mg/dl, (B)(6) 2015, 11:30 am; 49 mg/dl, (B)(6) 2015, 02:45 am; 74 mg/dl, (B)(6) 2015, 11:30 am. Adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause: user's misunderstanding of erratic results.